Event description:
Reporter called to submit a report about her dexcom g7 device issues. She said her device is giving her inaccurate readings all the time. She said, when she uses her landlady's device to test her glucose level, she gets different results from what her device provides. She said her dexcom g7 receiver is not pairing with the sensor. She also said she received a recall letter from dexcom.